Manufacturer narrative:
Please note that the initial MDR submitted for this complaint was submitted under 9616099-2016-00544. Due to change in reporting systems, the manufacturing report number has changed. This actually a follow-up 1 report. All future reports will be submitted under this current manufacturing report number.    Additional information was received: the target lesion was located in the common femoral artery. The lesion had severe calcification with 90% stenosis and no tortuosity. There was no information on whether there was any difficulty removing the product from the hoop, balloon cover or stylet. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally with no anomalies noted. The contrast to saline ratio was 50/50. The indeflator used was also used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or guiding catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The balloon initially inflated normally before rupture with a maximum inflation pressure of 14 atmospheres. The balloon catheter did not kink while being used and the catheter was not ever in an acute bend. However, the balloon tore off during withdrawal from the vessel while in the patient. The balloon was not caught in a deployed stent. The balloon segment migrated in the common femoral artery. The physician had to surgically remove the embolized balloon material from the patient . The patient is currently fine. It is unknown if another balloon was used to complete the procedure. Procedural films are not available.   The device, lot and catalog number were received and section d was updated accordingly. The engineering report is not yet available, however, it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported having a saber a balloon rupture and tear off. The piece had to be surgically removed.

Manufacturer narrative:
Complaint conclusion: a saber balloon catheter (bc) ruptured and tore off during withdrawal from the vessel whilst in the patient. The balloon segment migrated in the common femoral artery. The physician had to surgically remove the embolized balloon material from the patient. The patient is currently fine. It is unknown if another balloon was used to complete the procedure. Procedural films are not available. The target lesion was located in the common femoral artery. The lesion had severe calcification with a 90% stenosis and no tortuosity. The balloon initially inflated normally before rupture with a maximum inflation pressure of 14 atmospheres. There was no information on whether there was any difficulty removing the product from the hoop, balloon cover or stylet. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally with no anomalies noted. The contrast to saline ratio was 50/50. The indeflator used was also used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or guiding catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The balloon catheter did not kink while being used and the catheter was not ever in an acute bend. The balloon was not caught in a deployed stent.   One non-sterile unit of saber 7mm x 10cm 150cm bc was returned. Per visual analysis a guide wire was also returned and had been inserted into the saber bc. The balloon was noted to be ruptured and the distal section of the balloon was not returned for analysis. Blood residues were observed on the unit. No other damages were noted. Per functional analysis a leak test could not be performed due to the condition of the returned device. Per sem analysis neither the external nor internal surfaces presented evidence of damages that could be related to the balloon burst and rupture. No other anomalies were found during the analysis. A review of the manufacturing documentation associated with lot 17261463 revealed no anomalies during the manufacturing and inspection processes.   The reported ¿balloon burst-at/below rbp¿ and ¿balloon- separated - in patient¿ were confirmed through analysis of the returned device. The exact cause of the events could not be determined during analysis. Based on the information available for review, vessel characteristics (a rate of stenosis of 90%) may have contributed to the burst and handling of the catheter after rupture may have led to the reported separation. According to the instructions for use (IFU): ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ also provided in the IFU, ¿if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the DHR review, the procedure films nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.